Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis due to the spondylolisthesis between l4 and l5. Procedure: interbody fixation - posterior lumbar interbody fusion (plif) levels. Implanted: l4-5. It was reported that intra-op, needle tip has come off to the anterior side of the vertebral body. It was a case to perform median mini open plif at l4/5 and then to perform fixation with percutaneous pedicle screw (pps), however, the skin incision was extended to the cranial side because the surgeon mistook the level (fenestration at l5/s1), and also for the reason that the expanding may be bigger than expected , the procedure was changed from the planned pps (v4) to the open (s4). After creating the pilot hole using the probe, the trajectory deviated, so the surgeon tried to create pilot hole again with the reported product. After hammering while looking at the frontal image, it was found by checking the sagittal image that the tip had ruptured to the anterior side of the vertebral body. No health damage in the patient was reported. The operation was continued as it was.